Event description:
It was reported that, while in use on a patient a 980 ventilator generated an inoperable error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the breath delivery (bd) power controller/distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) power distribution printed circuit board (pcb) and a bd controller pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.